Event description:
The customer reported via phone call that they had a off no power anomaly occur two times on their insulin pump. Customer stated the insulin pump did not alarm low battery prior to the off now power occurrence. The customer's blood glucose was unknown. The customer will be monitoring the insulin pump while the battery cap was replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.